Event description:
The patient reported to or for change out due to normal eri, externalized conductors were reported. No electrical anomalies were detected. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.